Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling having apa may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. This event occurred in (B)(6).

Event description:
The initial reporter received questionable result from coaguchek inrange meter serial number (B)(4) compared to a laboratory using werfen recombinant human reagent. The laboratory result was 2.07 inr and the meter result was 4 inr. The laboratory result was 3.1 inr and the meter result was 5 inr. The therapeutic range was 2.5 to 3.5 inr.